Event description:
It was reported the programmer randomly powered down in the middle of interrogation. Now the programmer will not power on. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed programmer would intermittently power down; a loose piece of metal was found wedged between floppy drive and mpu (main processor unit) printed circuit board assembly and once removed programmer would consistently maintain power. Analysis also found the system fan was noisy,display latch hasp was broken, keyboard hinge pin was loose, and the stylus connector contacts were spreading apart and stylus was sometimes intermittent. Concomitant medical products: product ID 229047 analyzer. (B)(4).